Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee arthroplasty(tka) surgical procedure, the blade broke. It was also reported that the patient required additional surgery to remove the blade fragment. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The blade reported involved in this event was returned for evaluation. On receipt of the blade the blade was observed to be broken at the both mount tabs where the blade locks into the handpiece. The blade was evaluated by product engineering who observed that heavy indentations were observed on both the top and bottom mount surfaces. Indentations like this would be caused by the mount of the blade impacting the retaining components of the handpiece. From the analyses outlined above, it¿s reasonable to suggest that the fractured mount tabs most likely occurred due to excessive movement between the blade and the retaining components of the handpiece. Movement (play) between the components will cause the blade to collide with the retaining components of the handpiece; causing a ¿hammering¿ effect that exposes the blade to shock loading forces. The larger the play, the higher the shock loading forces. Exposing the blade to shock loading forces will cause the indentations seen on the mount of the blade. It will also cause stress in the blades, cause cracks to form, and ultimately lead to fracture. As a result, the blade in this event is considered concomitant to the handpiece reported involved in this event.

Event description:
It was reported that during a total knee arthroplasty(tka) surgical procedure, the blade broke. It was also reported that the patient required additional surgery to remove the blade fragment. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.